Event description:
Hillrom received a report from a hillrom technician stating the bed was moving by itself unintentionally. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hillrom technical support provided the account the part number of the caregiver control that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required.